Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 2.0 x 15 mm mini trek balloon catheter was advanced to the lesion without issue and inflated for pre-dilatation. When the knob of the indeflator was turned 2 times, the physician realized that the balloon had already inflated to 18 atmospheres (atm). It was then observed that a dissection occurred due to the indeflator inflating too quickly. The planned stent was deployed for treatment of the lesion and the dissection. The patient had a good outcome.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported gauge issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions associated with the reported lot that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Overall, a conclusive cause for the damaged gauge and reported dissection could not be determined; however, there is no indication to suggest a product quality deficiency.